Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low flow alarms in the setting of hypovolemia and a positive gastrointestinal bug. The alarms were routine and the patient was asymptomatic since. The emergency backup battery (ebb) for the primary controller had been changed. The log file captured low flow events between (B)(6) 2022 and seem to be a patient related issue and not an equipment related issue. Additionally, the log indicated that the patient did not connect to the power module or mobile power unit, suggesting that they were sleeping on battery power. Additional log file review indicated there may be an obstruction to flow.

Event description:
Additional information stated that the low flow alarms were determined to be mainly due to viral gastroenteritis which led to diarrhea, and ultimate dehydration. No computed tomography angiography (cta) was performed to assess obstruction. The alarms resolved with hydration and the patient is stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. According to the account, the low flow events occurred in the setting of hypovolemia due to viral gastroenteritis. The report of a suspected clot or obstruction could not be confirmed through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted controller event log file contained transient low flow hazard alarms on 04jan2022 - 05jan2022. The file was otherwise unremarkable, and the system appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, lists thromboembolism and hypovolemia as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the mobile power unit (mpu) or power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.